Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. Device evaluated by MFR.:promus premier ous mr 20 x 3.50mm stent delivery system was returned for analysis with stent protector and product mandrel attached. An examination of the crimped stent found damage to the stent. Stent damage was noted in the distal region of the stent with a strut lifted. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A examination of the shaft polymer extrusion found no issues. An examination of the tip fond no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal to mid left anterior descending artery. A 20 x 3.50 promus premier drug-eluting stent was advanced for treatment; however, the stent strut was found lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal to mid left anterior descending artery. A 20 x 3.50 promus premier drug-eluting stent was advanced for treatment; however, the stent strut was found lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.